Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 grams, ongoing, route and frequency were not reported) and meropenem injection (250mg every exchange, ongoing, route and frequency were not reported) for peritonitis. Two days after the event onset, the patient has recovered from vomiting and abdominal pain. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was reported during follow up that the patients pd catheter was removed and the patient was switched to hemodialysis three times a week. Re-catheterization is planned for after 1 month. At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.